Manufacturer narrative:
Returned device was received with wear and tear damaged enclosure, line cord, front cover, and plate clip. Cracked tank cover. Outdated pcb and power switch. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given visual inspection confirmed the reported issue. The device was found to have a faulty printed circuit board. The cause of the component issue was not established.

Event description:
It was reported the device display was stuck. No adverse effects reported.